Manufacturer narrative:
Post market vigilance (pmv) led an evaluation one endo catch ii. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was disengaged from the metal ring. The bag was uncinched and folded. The metal ring had plastic remnant on it and the black shrink tubing was intact. The green pull ring was not seated in the handle. The plunger and metal ring advanced and retracted properly. The bag was fully cinched without difficulty. These conditions suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. After removing the kidney specimen with the device, it was noted that the pouch was broken. The procedure was able to be completed using the device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.